Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient implanted on (B)(6) 2019 that the therapy hadn't been working the day prior to the call ((B)(6) 2019) and the day of the call ((B)(6) 2019). The patient stated they would have to sit up in their chair and hold it and then when they would try to go they couldn't void. The patient stated they felt the urge to void with no warning. The patient stated their spouse reset the device (it was unclear what the patient meant by this) and that it did not resolve the issue. The patient also mentioned their implant site was so sore that day of the call, it was hard to move, they noted, because they had a low pain threshold. While on the call the patient synced with the programmer and it showed that stimulation had been off and the patient was not sure how the stimulation got turned off. The patient stated they thought it turned off on its own. Patient services then helped the patient turn the therapy on. It was recommended the patient monitor their therapeutic effect now that they had the therapy back on again. The patient called later that day to report ¿its not working,¿ which the patient later clarified to mean that they were not getting good symptom control from the implanted device. The patient stated they had peed their pants twice without notice that day. The patient stated the controller had been showing ¿application timed out.¿ while on the call, the patient connected to the implant and confirmed that had been set to p3 at 1.5 with the stimulation on. The patient reported there weren't feeling stimulation. The patient stated they couldn't recall if they had felt stimulation after the implant but that they had during the trial. Stimulation expectations and considerations were reviewed with the patient. The patient increased the stimulation to 2.0 and confirmed they felt stimulation in the bike seat area comfortably. Patient services suggested the patient monitor their symptoms now that a change had been made and to follow up with the health care physician (hcp) if the issue did not resolve. There were no further complications reported.